Manufacturer narrative:
E1: initial reporter facility name: (B)(6). E1: initial reporter phone: phone number is (B)(6); reported here as phone number exceeded character limit for designated field.

Event description:
It was reported that a scraps of paper in the sterile packaging occurred. A 4.0mmx15mmx150cm fg exp sd vascular was selected for procedure. It was found that there was a scraps of paper in the sterile packaging. There were no patient complications as a result of this event.

Event description:
It was reported that a scraps of paper in the sterile packaging occurred. A 4.0mmx15mmx150cm fg exp sd vascular was selected for procedure. It was found that there was a scraps of paper in the sterile packaging. There were no patient complications as a result of this event.

Manufacturer narrative:
E1 - updated initial reporter zip/post code. E1: initial reporter facility name: (B)(6) hospital. E1: initial reporter phone: phone number is (B)(6); reported here as phone number exceeded character limit for designated field.